Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1958. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. The patient was hospitalized for the event and hospitalization is ongoing. The patient was recovering from the event. Physioneal therapy remained ongoing. No additional information is available.